Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4), description: infinion1x16 perc lead kit-50 cm model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that reason for the explant was due to patient no longer using the scs because he was in the most pain while driving and he was not allowed to use the device while driving. There was nothing wrong with the device. The patient was doing well postoperatively. No further information could be obtained. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.